Event description:
The customer's mother reported that the insulin pump had blank screen. Customer was at school and blood glucose dropped to 54 mg/dl. Customer was treated with juice and ate lunch; blood glucose after treated with low blood glucose was 95 mg/dl. Troubleshooting was done. Customer is working with their health care provider to adjust the basal settings. Customer's blood glucose was lunch time was 300 mg/dl; customer gave bolus to bring down the blood glucose. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and operating currents measurement. The insulin pump was monitored for several days and no blank display anomaly noted. No unexpected battery out limit alarm noted. No cosmetic damage noted.